Event description:
According to the customer on 02/14/24 they "poured one vial of albuterol and the nebulizer was on for about 3 minutes when it stopped working, it started making a loud clunk noise and it stopped misting".

Manufacturer narrative:
According to the customer on 02/14/24 they "poured one vial of albuterol and the nebulizer was on for about 3 minutes when it stopped working, it started making a loud clunk noise and it stopped misting". Per the customer they had to use their "space inhaler" as their daughter "has asthma and was constantly coughing all day". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.